Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up, after the implantable cardioverter defibrillator showed episodes of non-sustained right ventricular oversensing on remote transmission. Device interrogation revealed that the device exhibited post-paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.